Manufacturer narrative:
Reference literature article totally x-ray free ultrasound-guided mini-percutaneous nephrolithotomy in galdakao-modified supine valdivia position: a novel combined surgery. Included with this report for a full listing of physicians and healthcare facilities. Yi-yang, l., yen-ta, c., hao-lun, l., yuan-chi, s., chien-hsu, c., yao-chi, c., ko-wei, h., hung-jen, w. (2022). Totally x-ray free ultrasound-guided mini-percutaneous nephrolithotomy in galdakao-modified supine valdivia position: a novel combined surgery. Journal of clinical medicine, volume 11 (6644). Doi.org/10.3390/jcm11226644 date of event: published date of the article was used.

Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that a retrospective single-study center study was conducted to evaluate outcomes of patients with upper urinary tract stone disease who underwent x-ray-free ultrasound guided mini-percutaneous nephrolithotomy (pcnl) in the galdakao-modified supine valdivia (gmsv) position. This approach combined three commonly used techniques (ultrasound-guided, miniaturization of the pch tract, and gmsv position). The study consisted of 150 patients. Ninety-two underwent left-side pcnl. Seventy percent had hydronephrosis and 12 have a history of percutaneous or open nephrolithotomy. Forty-four patients had positive pre-procedure urine cultures and were treated with antibiotics. The mean postoperative visual analog scale (vas) for pain was 2.99. Thirty patients had postoperative vas for pain equal or greater than 4 and needed postoperative intravenous analgesic agents for pain control. Fifteen patients experienced postoperative fever greater than 38 degrees celsius. The fever was transient in most patients. Thirteen patients experienced gross hematuria that subsided spontaneously. Two patients developed urosepsis, which was controlled by antibiotics. Postoperative sepsis developed in 4.7 % of patients after pcnl. Two patients experienced bladder blood clot retention and underwent cystoscopic blood clot evacuation under general anesthesia. No blood transfusions, radiological interventions, or nephrectomy for bleeding control were needed. Thirty patients underwent non-hydronephrotic calyceal puncture with difficulty. The mean hospital stay was 3.73 days. No further patient complications were reported. The study concluded that ultrasound guidance, gmsc position and mini-pcnl are mutually complementary, and the procedure is feasible, safe, and effective for patients with renal or upper ureteral stones.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Reference literature article totally x-ray free ultrasound-guided mini-percutaneous nephrolithotomy in galdakao-modified supine valdivia position: a novel combined surgery. Included with this report for a full listing of physicians and healthcare facilities. Yi-yang, l., yen-ta, c., hao-lun, l., yuan-chi, s., chien-hsu, c., yao-chi, c., ko-wei, h., hung-jen, w. (2022). Totally x-ray free ultrasound-guided mini-percutaneous nephrolithotomy in galdakao-modified supine valdivia position: a novel combined surgery. Journal of clinical medicine, volume 11 (6644). Doi.org/10.3390/jcm11226644. B.3 date of event: published date of the article was used.

Event description:
It was reported to boston scientific via an article published in the journal of clinical medicine that a retrospective single-study center study was conducted to evaluate outcomes of patients with upper urinary tract stone disease who underwent x-ray-free ultrasound guided mini-percutaneous nephrolithotomy (pcnl) in the galdakao-modified supine valdivia (gmsv) position. This approach combined three commonly used techniques (ultrasound-guided, miniaturization of the pch tract, and gmsv position). The study consisted of 150 patients. Ninety-two underwent left-side pcnl. Seventy percent had hydronephrosis and 12 have a history of percutaneous or open nephrolithotomy. Forty-four patients had positive pre-procedure urine cultures and were treated with antibiotics. The mean postoperative visual analog scale (vas) for pain was 2.99. Thirty patients had postoperative vas for pain equal or greater than 4 and needed postoperative intravenous analgesic agents for pain control. Fifteen patients experienced postoperative fever greater than 38 degrees celsius. The fever was transient in most patients. Thirteen patients experienced gross hematuria that subsided spontaneously. Two patients developed urosepsis, which was controlled by antibiotics. Postoperative sepsis developed in (B)(4) of patients after pcnl. Two patients experienced bladder blood clot retention and underwent cystoscopic blood clot evacuation under general anesthesia. No blood transfusions, radiological interventions, or nephrectomy for bleeding control were needed. Thirty patients underwent non-hydronephrotic calyceal puncture with difficulty. The mean hospital stay was 3.73 days. No further patient complications were reported. The study concluded that ultrasound guidance, gmsc position and mini-pcnl are mutually complementary, and the procedure is feasible, safe, and effective for patients with renal or upper ureteral stones.